Event description:
A random character appeared on the console display next to the beat rate. There was no impact on operation or to the patient. A visit by field service is scheduled to check the lcd display.